Event description:
Customer reported that an oncology pt experienced a delayed transfusion reaction due to the presence of anti-jkb. Pt's sample did not react with the cells o 0.8% sugriscreen lot 8ss280. No death or serious injury was associated with this incident. The pt recovered quickly and was released from the hosp.